Event description:
Same case as MFR reports: #2134265-2011-04999 and #2134265-2011-05163. (B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to unstable angina and was referred for cardiac catheterization. The 99% stenosed and 20mm long target lesion was located in the left anterior descending artery with a reference vessel diameter of 2.75mm. A 2.5x8mm apex balloon was inflated five times to a maximum pressure of 15atms resulting in a grade b vessel dissection. A 2.75x24mm taxus liberte stent was advanced but unable to cross the target lesion. The stent became stuck with its distal end in the target lesion, before it was successfully deployed. The stent was post dilated using a 2.5x10mm flextome cutting balloon. The distal end of the previously placed study stent was overlapped with a 2.75x16mm taxus liberte stent. A 3.0x12 quantum apex balloon was also used for post dilation which ruptured on its third inflation. The patient was discharged on aspirin and prasugrel. No other complications were reported and the dissection is considered resolved.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).